Event description:
N/a.

Manufacturer narrative:
After further investigation, it was identified that this complaint event is not reportable to us. Hence sending follow up MDR. Please cancel mfg report number in your database.

Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit and confirmed that there are no operational problems with the equipment, only that it is making an unusual noise. The fse reported that cs300 service in japan end at the end of (B)(6) 2024. No parts to be returned. No parts to be replaced and customer won't be proceeding with additional repairs.

Event description:
It was reported by customer that during monthly operational checks the cs300 intra-aortic balloon pump (iabp) had printer malfunction and unusual noise coming from the volume cylinder (binba). There was no patient involvement. No harm is reported.